Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a low, out-of-range intrinsic amplitude. Historically small measurements less than1mv have been observed. No under sensing observed and the sensitivity was set to 0.25mv. However, stored atr episodes show oversensing of atrial lead noise that was consistent with electromagnetic interference (emi). An email was sent to the clinic recommending further review, and also to see the patient in the clinic for a programmer interrogation to clear the alert for the out-of-range intrinsic amplitude. No adverse patient effects were reported. The lead remains implanted and in service.